Event description:
Our rep is reporting that during an arthroscopic knee repair, a portion of the distal tip of a vapr s90 electrode broke off into the patient's joint space. The fragment was retrieved from the body. The procedure was completed successfully without further incident or harm to the patient.

Manufacturer narrative:
We are at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. The conclusions of the investigation will be the subject of the follow-up report.